Manufacturer narrative:
Section d4. UDI (B)(4). Investigation is ongoing.

Event description:
As reported by the field clinical specialist, a patient with a 23mm sapien xt aortic valve implanted for 11 years and 8 months underwent a valve-in-valve procedure due to central regurgitation. A 23mm sapien 3 ultra resilia was successfully implanted.